Event description:
It was reported that the patient had extracardiac stimulation which was described as "bumping" or "hiccups" and causes the abdomen to move intermittently during the day. The extracardiac stimulation resolved when the output is decreased. The original programmed settings were maintained in order to maintain a three times safety margin and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.